Manufacturer narrative:
The device in question was returned to walkmed infusion and an investigation was performed. It was noted that the returned device's programmed parameters matched the default parameters originally set by walkmed infusion and did not match what the customer had reported. Delivery tests were performed at various rates and the results were within the mfg specs. Additionally, a delivery test was performed per the customer reported parameters of 2.3m/hr or 46 hours. This resulted in 106.3 ml delivered, within the mfg spec. The tested infusion rate was also constant over the 46 hour test. The investigator was unable to duplicate the reported event. Review of the DHR and the service records did not reveal any conditions that might be related to the reported event.

Event description:
A pt was connected to a walkmed pump on (B)(6) 2013 at 14:20. Medication was programmed to be administered over 46 hours at a rate of 2.33 cc/hr. The pt noted that during the night the pump was "pumping faster than earlier". When the pt arrived for treatment on (B)(6) 2013 was noted that the entire bag of 5fu had infused over the last 24 hours and not the calculated 46 hours.